Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had failed on the refrigerator. A field service engineer logged into the hta and tested the opening of the srm latch. The connections were found to be somewhat loose. The engineer shut down the device, removed the srm latch, and tightened the wire connections to ensure a better connection. The latch was then placed back into the srm, and the station was booted up. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the smart remote manager had failed on the refrigerator. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.